Event description:
It was reported that the provider stated the manifold valve is sticking. Per independent repair center, unit has leaking heat exchanger with a red light and unit is alarming. No patient injury alleged, no additional information provided.